Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected customer was performing coronary diagnostic procedure, and the procedure was delayed. The procedure was completed by restarting the system. The philips remote service engineer (rse) communicated with customer and confirmed the geometry movement issue. Review of system log file also confirmed the reported issue. Upon remote testing rse analyzed the log files and determined that the emergency stop button was activated unintentionally. After restarting the system this issue didn¿t reoccur and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per IFU if emergency stop button was active than the system will not function at all. The reported issue was occurred since the emergency stop button was pressed by mistakenly and a restart of system resolved the issue which concludes that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system lost geometry movements. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.